Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted because of interaction between the implantable cardioverter defibrillator (ICD) and the ipg. The minimum longevity at nominal settings with a 500 ohm lead is 102 months. The ipg has been implanted for 120 months. Cpi physician's manual 351577-004 e page 7 states: damage to the pacemaker system may result from defibrillation. Manifestations of pacemaker system alteration due to defibrillation may include but are not limited to a lack of output, a loss of sensing, or a change in pacing parameters.